Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument stopped to coagulate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the prior procedure. The patient did not experience any injury or adverse event during or after the surgical procedure. No photographic images of the device(s) or a video recording of the procedure were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.